Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in hospital for an unspecified reason. Upon interrogating the device, it was noted that there was no capture on the right ventricular (rv) lead at maximum output, the rv pacing lead impedance had dropped significantly to half it's original value and a significant reduction in sensing was observed. Dislodgement was confirmed. A procedure was scheduled the following day. No complications were observed as a result of the dislodgement. The right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.